Event description:
The physician indicated the stent on the first catheter dislodged while traveling to the site. The second balloon catheter was included for investigational purposes.

Manufacturer narrative:
Upon opening the return, it had been noted that the contents included two 7mmx59mmx120cm icast catheters only one of which was complete. Analysis on the incomplete balloon catheter yielded on stent on the device. There were obvious crimp marks on the balloon as well as the catheter shaft under the balloon. Neither balloon cone appeared to have been dilated. The second balloon catheter included a stent mounted on the balloon catheter, shifted approximately 0.060" in the proximal position. The stent in question exhibited crimp marks as well as a diameter typical of a properly crimped stent. Removal of the stent yielded a balloon and a catheter shaft that also exhibited crimp marks. Neither balloon cone showed evidence of being inflated. No fault could be found with either device. Review of our quality records did not show any evidence of defects these lots.